Event description:
Acct reports "the infusor cap on pt port had lifted from base while capping a central line. It didn't require much to open it enough to let air in and was potential for an air embolism". No pt injury reported. Two incidents.